Event description:
It was reported the patient had a nevro device for 4 years and they forgot what happened but they had to go to the doctor to get it replaced. Patient reported the nevro representative, said that their leads weren't connected and they needed to put it in another device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).